Manufacturer narrative:
Type of reportable event: serious injury was selected because "other" is no longer an option on the electronic form. However, endoleaks are a known adverse event of tevar procedures.

Event description:
Type 1b endoleak occurred with the distal end of the relay plus infolded. On (B)(6) 2015: - the relay plus (42-42-250) was implanted in the patient in a taver procedure. In the procedure, the device was inserted from the right femoral artery and deployed in zone 2. As no endoleak was present after the deployment, the procedure was done without touch up. - no particular anomalies were observed during the procedure or in the characteristics of the patient's aorta. On (B)(6) 2016 - the hospital informed (B)(4) that an endoleak was occurring on the patient. On (B)(6) 2016 - the hospital and (B)(4) confirmed that the distal end of the stent graft was infolded and type 1b endoleak was occurring. - it cannot be identified when the infolding initially occurred after the implantation procedure on (B)(6) 2015. On (B)(6) 2016 - as a re-intervention, conformable gore tag thoracic endoprosthesis was additionally implanted to treat the endoleak. [Additional data]: - schema, - CT images (3d data and dicom files),"